Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to oversensing of noise. It was noted that the patient was brushing their teeth at the time of the therapy. The patient was evaluated in the clinic and troubleshooting was performed and the noise could not be re-produced. The physician decided to change the sensing vector and will continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.